Event description:
The customer reported experiencing high blood glucose of 362mg/dl and she was treated with manual injections of fast acting insulin per doctor's orders. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. Performed the high pressure test, and the test failed twice. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.